Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight months and three days post filter deployment, computed tomography revealed no pericardial or pleural effusion. Approximately one months and thirteen days post filter implant patient presented with abdominal pain. Subsequent, chest x ray showed inferior vena cava filter in place located at the inferior l2 to superior l4 space. The radiological imaging suggested a grade 1 perforation present at that time. Approximately two years and nineteen days post filter implant, computed tomography revealed there was no further perforation beyond the grade 1 perforation. A few days later, inferior vena cava venous duplex showed filter present in the infra renal position without evidence of thrombus. On the same date, computed tomography showed inferior vena cava filter against the anterior wall of the inferior vena cava and will likely need complex maneuvers to remove. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated in to the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.